Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 texium needle-free syringe, 50 ml experienced leakage. The following information was provided by the initial reporter: another time the liquid leaked out from the stopper at the back! Again the stopper was leaking. Liquid drips out of the back of the stopper. The cytostatic liquid dripped out of the stopper when it was pulled tight. Rubber not properly sealed. Liquid drips out the back of the stopper. Leakage of stopper. Again the stopper was leaking. Liquid drips out of the back of the stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: ninety-seven my8060-0006 samples from lot 92013401 were received for investigation in sealed packaging. As part of the investigation the customer provided photographs, analysis of the photographs confirmed the customer's experience with droplets observed beyond the plunger of the syringe. A visual inspection of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Ninety-five samples were subjected to functional testing by filling each syringe with fluid and applying pressure; no leakage was identified from any of the samples throughout testing. Furthermore, a visual inspection was performed when emptying each sample after pressure testing; again, no signs of leakage or residual droplets were observed on the barrel of the syringe throughout testing. A review of the production records for lot 92013401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported leakage in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. H3 other text : see h.10.

Event description:
It was reported that 5 texium needle-free syringe, 50 ml experienced leakage. The following information was provided by the initial reporter: another time the liquid leaked out from the stopper at the back! (1). Again the stopper was leaking. Liquid drips out of the back of the stopper (2). The cytostatic liquid dripped out of the stopper when it was pulled tight. Rubber not properly sealed (3). Liquid drips out the back of the stopper. Leakage of stopper (4). Again the stopper was leaking. Liquid drips out of the back of the stopper (5).